Event description:
It was reported to philips that the system was unable to boot up. Multiple attempts were required to perform a successful boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The customer reported to philips that the system would not boot up. Philips was unable to confirm the allegation regarding the system boot up issue, as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. To date, there have been no further reports of this issue. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.